Manufacturer narrative:
Investigation completed 9/27/2017. The handpiece had an internal cable damaged. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: nov-2016. Service history: no service history was provided by the service centre. A minimum of 12 months¿ review of cusa excel handpieces part number c2600 was completed in complaint system using the following key words "vibration in test process - ultrasonic output issue" and the root cause ¿root cause not determined - internal cable damaged¿ in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed from dates (B)(6) 2016 to (B)(6) 2017. A total of 84 complaints were reviewed of which this is the 1st complaint that contained the search criteria. The quantity of 1 x complaints over the 12-month period with the key words identified in the complaint review can therefore be calculated as (B)(4) of procedures. The evaluation verified the complaint as valid. However, the root cause could not be conclusively determined.

Event description:
It was initially reported that on (B)(6) 2017, the cusa excel 23khz straight handpiece showed alert "vibration" in test process. Additional request for information was sent and on 14sep2017, the following was provided by the customer: a (B)(6) -year female patient, was to undergo a liver surgery. The product problem was discovered when starting the device, before the application, the tip alarm was shown. There was a replacement product available. There was a delay in surgery of 1 hour. There was no patient adverse consequence as a result of the surgical delay. No patient harm or injury reported. There was no revision or medical intervention required.